Event description:
A literature article was conducted to compare thirty-six eyes that underwent a vitrectomy procedure with a 25-gauge, 20,000 cuts per minute (cpm) vitrector and thirty-six eyes that underwent a vitrectomy procedure with a 10,000 cuts per minute (cpm) vitrector. One patient developed a postoperative rhegmatogenous retinal detachment (rrd), noted on postoperative day ten following epiretinal membrane peeling for vitreomacular traction with intravitreal gas injection, using the ophthalmic system with a 25-gauge, 20,000 cpm vitrector. On postoperative day ten, choroidal effusion and an inferior bullous rrd were observed. The patient was treated with pars plana vitrectomy (ppv) and intravitreal ophthalmic gas but subsequently developed a redetachment, requiring silicone oil insertion. This report pertains to three of the four patients involved in the study.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in h.6. And h.11. A sample was not received at the investigation site for evaluation; therefore, the condition of the product could not be verified. Clinical information review: results: a literature article was found which describes: retinal detachment, choroidal effusion, treated with pars planar vitrectomy (ppv) and octafluoropropane (c3f8) (case 3). ¿case from literature: the third of postoperative rhegmatogenous retinal detachment was noted on postoperative day 10. The patient had vitreomacular traction with epiretinal membrane, and membrane peeling with intravitreal sulfur hexafluoride (sf6) injection was performed.¿ intraocular surgery has always been recognized to induce substantial intra-ocular pressure (iop) fluctuations, this is true for both anterior (i.e. Cataract surgery) and posterior segment (i.e. Vitrectomy) surgeries. Acute ocular hypotony is common during many intraocular surgeries. Pars plana vitrectomy (ppv) differs from other intraocular surgical procedures in that the prolonged acute hypotony is not a predominant feature. Intra-operatively, maintenance of eye pressure is a balance between infusion (irrigation) and extrusion (aspiration) with both parameters actively controlled by the surgeon and with the advent of iop control features, supported by vitrectomy/phacoemulsification machines. Hypotony (<5mmhg) is in fact fairly common in eye surgery that most eye surgeons anticipate this to occur during surgery. Surgeons have been trained to recognize and mitigate this by adjustment of the previously mentioned parameters be it manually or through the machine to adapt to what is being performed during surgery. As stated in the operators manual: ¿the closed loop system that adjusts iop cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, and presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, remove the infusion line.¿ iatrogenic retinal breaks are well documented and anticipated intraoperative complication of vitreous surgery. The surgeon intervened appropriately by re-injecting the silicone oil. To date, the retinal tear has not been confirmed. No further information was received on the patient status. Clinical evaluation has been reviewed; the evaluation did not indicate if the device contributed to or could have contributed to the reported event. The reported product¿s [lot/batch/serial] number was not reported, preventing lot/batch/serial number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.